Event description:
It was reported by the sales rep that during a laparosocpic cholecystectomy the clips scissored when clipping the cystic duct. There was no pt consequence. The device will not be returned.